Event description:
It was reported that decreased r-waves were observed. The patient was placed on an increased follow-up schedule.

Manufacturer narrative:
All information provided by manufacturer, no medwatch form was received.